Manufacturer narrative:
The event occurred in (B)(6) . It was reported by the customer that the message "sig error" occurred on the rotaflow drive. The customer tried to put ultrasonic cream on the sensor. During this operation the error message ¿head error¿ appeared. The customer switched off and on the machine. But was impossible to have some rotations. The customer decided to use the emergency drive and change the machine with a cardiohelp. A getinge field service technician instructed the customer by phone to test the rotaflow drive (rfd) with s/n (B)(6) . When the customer put contact cream on the rfd the error message "head error" could be reproduced. A handling failure by the customer led to the reported failure. The rfd was tested for 5 days and no error occurred. The rfd is back in use. The following most possible root cause could be determined for the head error: when the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. Based on the investigation results the reported "head error" could be confirmed, but no product related malfunction. A device history record (DHR) review was performed on 2021-09-22. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported by the customer that had a message "sig error" occurred on the rotaflow drive, so customer tried to put ultrasonic cream on the sensor. During this operation the error message ¿head error¿ appeared. Customer switched off and on the machine. But impossible to have some rotations. Customer decided to use the emergency drive and change the machine with a cardiohelp. (B)(4).